Event description:
Pt was post op with an epidural for pain control. As pain was increasing catheter was examined & found to have sheared approx mid back. Pt was coagulopathic so the catheter half still in the epidural space was not removed until coags were normal. Breakage of the catheter could have occurred in the epidural space instead of at mid back.